Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Patient had an esophagogastroduodenoscopy (egd) with balloon dilation twice and steroid treatment prior to removal. Device explant due to severe dysphagia occurred without issue on (B)(6) 2017. Device was found in the correct position/geometry at time of removal. The patient has "improved significantly" since removal.